Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the meter issue began, saying that ¿it happens time to time¿. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿170 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and that in response to the alleged high result, he administered the appropriate dose of insulin (on (B)(6) 2018 at 9 am). The patient reported that after the alleged issue started, he developed symptoms of ¿shaking/trembling¿ which he self -treated on (B)(6) 2018 at 12.00 pm, with some glucose. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly, and were within expiry date. The csr noted the patient was unable/unwilling to carry out a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.